Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. And we have established a relationship between the device and the reported event. A visual inspection found no defects. The functional evaluation found, that the device failed to start-up. Could not start-up correctly, free from critical errors and could not generate alarms under the expected alarm conditions. And the root cause identified, as a defective main board. The manufacturing records show no evidence, that the product did not meet specification at the time of manufacture. The complaint history file contains further instances/related events of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported. And continue to monitor for adverse trends.

Event description:
It was reported that the device was found to be unable to generate alarms under expected alarm conditions due to a defective main pcb. No patient harmed, and no injury reported because this was found during service and repair.